Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had emergency surgery because she had a small bowel obstruction that was twisted around and had adhesions so she had gone septic and it was just really bad. Patient stated that she did not think any of that was device or therapy related but that she didn't turn her device off before surgery and that screwed everything up. Patient stated that the surgery just kind of 'off set it' and she had been feeling a lot of sharp pains in her private parts and a lot of stinging and burning in the device implant area. Patient stated that this was also happening a little bit before the surgery as well. Patient stated that after this occurred she had gone into the healthcare provider (hcp) last week and reprogrammed/changed to a different program at a different level. She seemed to be doing better with it on the second program because she wasn't having the stinging, burning or pains in private parts. The program change resolved those problems. She did notice though that she had a little soreness at the implant area now and that may have just been from the way she slept on it wrong. Patient stated the urinating wasn't working that great and she was going to bathroom quite a bit. It was noted that the patient programmer (pp) showed stim was on during the call and she was feeling stim in the correct area. Patient stated that she was supposed to call her healthcare provider (hcp) this week anyways and would tell hcp about this. There were no further complications that have been reported as a result of this event.